Manufacturer narrative:
A ge service rep performed an onsite investigation and found that the image did not save due to user error. The system was found to be working as intended and put back into service.

Event description:
The customer reported that the system did not save a cine image. No pt injury was reported.